Event description:
During follow-up, there were no saved episodes on the device and there were difficulties interrogating the device. The device was successfully explanted and the patient was in stable condition.